Event description:
Patient presented with an increase in seizures. Patients mother reported that the last time the patients device was interrogated, 25% battery life was remaining. No known surgical intervention has occurred to date. No other relevant information has been received to date.